Manufacturer narrative:
The complaint of leakage can be confirmed on the returned (1) used (B)(6) primary plum set. As received, the air filter on the vent plug juncture was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. D9: date returned to manufacturer is 20-mar-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter telephone extension #: (B)(6).

Event description:
The incident involved a plum infusion set. The reporter stated that the fluid leaked through the convertible piercing pin. The event was noted during infusion of a chemotherapy drug. No obvious defects were noted on the tubing like cracks or breaks, hole, cut, tears or any other defects noted. The tubing was replaced, and therapy resumed. The products were stored in the storage room in the hospital and were not exposed to extreme temperature conditions only at the room temperature. There was patient involvement and no patient harm.